Event description:
It was reported that the patient had an lumbar 3-lumbar 5 posterior fusion with synthes click x on an unknown date in 2003. Patient returned to the clinic on an unknown date in 2013 complaining of worsening back pain. Imaging studies revealed the patient still had a lumbar 3-lumbar 4 spondylolisthesis and significant stenosis in the lumbar 3-lumbar 4 area. Additionally, the patient appeared to have a nonunion at the lumbar 3-lumbar 4 level. During surgery on (B)(6) 2013, the surgeon removed all of the click x hardware and replaced it with depuy synthes expedium instrumentation from lumbar 2-lumbar 5. The surgeon then decompressed and placed the rods and reduced the spondylolisthesis at the lumbar 3-lumbar 4 level. Procedure was successfully completed. The product has not been returned for investigation and no further information was provided. This is report 6 of 20 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Implant on unknown date in 2003. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed as the lot number was not provided. Placeholder.